Event description:
It was reported that during a carotid angioplasty treatment procedure, difficulty in catheter removal occurred. During the pre-dilatation with a 4x20 ultrasoft sv balloon dilatation catheter, the physician found a slight abnormal friction in the non-bsc introducer 7f used. The result wasn't satisfactory so the physician wanted to do another pre-dilatation with a 5.5 x15 ultrasoft sv balloon dilatation catheter. When the physician wanted to remove the balloon, it was first stuck at the entrance of the distal introducer and after at the end of the introducer. The physician introduced a stiff guide wire, in addition to a non-bsc guide wire to try and straighten the course, after 30 minutes the physician finally managed to retrieve the balloon. The anatomy was tortuous but not excessive for this type of procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).